Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying the 'battery indicator'. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2011 at 7:20am. The patient stated that she manages her diabetes with oral medication, 5mg of glipizide, diet and exercise and took her usual, daily dosage of medication in response to the reported issue. Four and a half hours after the alleged product issue occurred, the patient claimed to have developed symptoms of being 'sweaty, shaky and nauseated' but denied receiving any treatment in response to these symptoms. During troubleshooting, the cca determined that the battery needed replacement. No replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.